Manufacturer narrative:
The lens was exchanged for a shorter lens and similar diopter on (B)(6) 2015 and the problem was resolved. On (B)(6) 2015, the patient's best corrected visual accuity (bcva) was 20/20. (B)(4). Corrected data: the lens was implanted in the patient's left eye (os) on (B)(6) 2015. (B)(4). Lens returned over a year ago, no eval.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -08.50/+1.0/x0176 device evaluated by manufacturer?: no - product not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -08.50/+1.00/x176 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault with significant reduction of indo-corneal angles and angle closure with elevated iop was noted on (B)(6) 2015. The icl was explanted and waiting for implantation of shorter length lens in the future. See MFR#2023826-2015-01685 for right eye.